Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 30, 2007. A request for the return of the device has been made. Should the device be returned and evaluated, a follow up report will be submitted. The product code reported by baxter was listed as lot no. 11023r. This code is manufactured and only distributed in another country. The medwatch was filed for the us code, which is the same or similar.

Event description:
Reporter reports customer complaint of set ¿off/tubing-connector¿ (separation) discovered patient use. Reporter reports patient was not injured and did not require medical intervention. Although requested, additional information was not available.